Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. In box h: conclusion code is corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging cancer kidney. The patient did not report to receive medical intervention. The device has not been returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer received new and relevant information on 08/07/2025. During the evaluation of the device at the third-party service center, the device was visually inspected, and no foam particles were observed. The third-party service center found the evidence of contamination of dust. Section g3 and h6 have been updated in this follow up report.